Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead needed to be revised. The physician's office indicated they needed to "fix the lead." The lead remains in use. No patient complications have been reported as a result of this event.